Event description:
It was reported while using bd microlance hypodermic needle 21g x 1.5" green the needle was damaged. There was no report of patient impact. The following information was provided by the initial reporter: I was using the product microlance 3 and I noticed that the end of the needle was defective.

Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided material number 304432 and lot number 220342. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture sample was provided for evaluation by our quality engineer team. Through examination of the picture, a poorly formed bevel was observed, confirming the reported incident. During the assembly process, cannula point condition is routinely tested. Every lot produced is subjected to penetrability tests before release. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. The cannula components are provided in cartridges from a supplier location; therefore, a supplier corrective action request has been initiated with the cannula supplier in response to this incident. H3 other text : see h10.

Event description:
It was reported while using bd microlance hypodermic needle 21g x 1.5" green the needle was damaged. There was no report of patient impact. The following information was provided by the initial reporter: I was using the product microlance 3 and I noticed that the end of the needle was defective.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.